Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleaks.

Event description:
On (B)(6) 2015, this patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis (tgu343420j/13306569) for a thoracic aortic aneurysm repair. The patient tolerated the procedure. On (B)(6) 2016, imaging revealed a distal type I endoleak and type ii endoleak. Reportedly, gore® excluder® aaa endoprosthesis (pla360400j/14763587) was additionally implanted to repair the distal type I endoleak just above the celiac artery.